Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 52 mm diameter abdominal aortic aneurysm approximately four weeks ago. The aortic neck was short measuring 15 mm in length. It reverse funnel shaped measuring 23, 24, 28, 32 mm in diameter from proximal to distal. An endurant bifurcated stent graft (B)(4) and two iliac stent grafts, (B)(4) were successfully implanted. It was reported that post implant the patient could not move their legs. At nineteen days post implant the patient was still paralyzed with no other prognosis. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation results: (paralysis).